Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 7753500,510k # k082728 and UDI (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure or technique used : c6 3-2 fusion (c3/4/5-c7/th1) pre-operative diagnosis for this procedure : c6 burst fracture it was reported that on (B)(6) 2018, intra-op, mas crosslink set screw was broken off .the broken off set screw remained in the patient. When performing the final tightening. No patient complications were reported.

Manufacturer narrative:
Additional information: product analysis: visually confirmed the mas connector is broken at approximately the base of the connector hex head and the bottom portion of the implant was not returned for analysis. Optical examination of the thread form did not identify thread damage on the returned portion of the implant functional evaluation of the returned portion of the implant revealed that the connector will fully engage onto a sample locking screw without issue. The location of the fracture at the base of the connector head, the fracture surface angulation relative to the thread axis, absence of thread damage and direction of shear lines are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.